Manufacturer narrative:
Citation: tang l et al. Prospective evaluation for hypoattenuated leaflet thickening following transcatheter aortic valve implantation. Am j cardiol. 2019 feb 15;123(4):658-666. Doi: 10.1016/j.amjcard.2018.11.012. Epub 2018 nov 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence and clinical outcomes of hypoattenuated leaflet thickening in patients undergoing transcatheter aortic valve implantation with commercially available valves. All data were collected from a single center between july 2015 and december 2017. The study population included 287 patients (predominantly male; mean age 81 years), 135 of which were either implanted with a medtronic corevalve bioprosthetic valve, a medtronic evolut r bioprosthetic valve, or a medtronic evolut pro bioprosthetic valve (23, 26, 29, 31, and 34 mm prosthesis sizes were used). No serial numbers were provided. Among all patients, a kaplan-meier curve showing survival free of all-cause mortality was presented in the literature. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: valve-in-valve implantation, ischemic stroke, hemorrhagic stroke, hypoattenuated leaflet thickening (leaflet thrombosis), reduced leaflet motion, obstructive thrombosis, peri-procedure hemorrhage complications, and abnormal valve hemodynamics. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.